Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a fracture of the distal femur was non-union after two years from implantation. It was reported that the original implant was placed into the patient on (B)(6) 2012. The patient fell on (B)(6) 2014 which resulted in the breakage of the plate. The surgeon removed the broken plate and implanted a nail in the femur on (B)(6) 2014. The patient is not allowed to bear any weight after the procedure on (B)(6) 2014 per the surgeon. This report is for 1 unknown screw this report is for 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The threaded locking head of the screw is broken off; the part(s) broken off are missing. When examining the fracture surface of the screw using scanning electron microscopy (sem), the fracture behavior was identified. The crack started at the circumference of the core diameter of the screw and ran into the material. At a higher magnification, shear dimples were observed at the crack propagation zone and over a sizeable area. The presence of these shear dimples is a clear indication of excessive torsional overload. The screw showed deformation and dimples in counterclockwise orientation. Therefore, this screw broke during loosening. Sem observations showed that the screw failure was caused by counterclockwise torsional overload. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per the product evaluation, the screw was also broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown screw. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.